Event description:
Original surgery was on 7/6/98. This suture was used for repair of a post-op suture breakage on 7/7/98. On 7/12/98, suture breakage recurred and the pt needed to be brought back for add'l repair. The surgeon used square knots.